Manufacturer narrative:
The device was returned as part of the asset return process, and the evaluation findings included: foreign matter in the nozzle, due to the wear of the angle wire, the bending angle was in the up direction and did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a crack, the adhesive around the objective lens was peeled, the adhesive around the light guide (lg) lens was peeled, water tightness was lost due to a pinhole on the universal cord, the universal cord was wrinkled, the plastic distal end cover had a dent and was scratched, the connecting tube was cut and dented, the connecting tube had discoloration, the suction cylinder was shaved, the paint on the suction cylinder was peeled, the channel port was shaved, switch button 4 had a scratch, and the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera elite gastrointestinal videoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that a foreign object came out of the nozzle. There was no patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Correction: h4 - (B)(6). 2014 should have been selected on the initial report rather than (B)(6). 2014. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There was no deformation or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.